Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-47851. It was reported that the patient experienced ineffective therapy. Imaging revealed a visible fracture on one of the l3 leads. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced. Issue resolved. It is unknown which lead was replaced; therefore, both leads will be reported.